Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, under fluoroscopy, it was noted that there was no stent on the balloon and the device was therefore removed intact from the patient's body. The undeployed stent was then found inside the protective sleeve inside the hoop and the stent struts were deformed and stretched out. The procedure was completed with another 2.50 x 16 synergy ii drug-eluting stent. No patient complications were reported.